Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the image of the subject device was not displayed and the scope communication error b30 occurred and the circuit board of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. As about 8 years has passed since the manufacture date of the subject device. Omsc surmised that the reported phenomenon occurred due to the following causes. The circuit board of the subject device was broken due to accidental malfunction of a component on the circuit board. The circuit board of the subject device was broken due to aging degradation. The contact of the video connector of the endoscope and the video connector socket of the subject device was not connected since there was a foreign material such as dust or dirt inside the video connector socket of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed the user that during unspecified timing after electrical safety test, a scope communication error b30 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.